Event description:
Caller reported an alarm related to an occlusion event which occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. No additional assistance was necessary, and the case was closed by the support team.